Event description:
It was reported that the physician was unable to explant the s1 drg lead during the patient's surgery to address the lead fracture on (B)(6) 2021 (reference reg report: 1627487-2022-00034). The lead was left in place. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.